Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No signal too low, unexpected restart error, software error alarm and bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Unit had corrupted history file alarm in alarm history file. Corrupted history file alarms due to corrupted history files. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump alarmed unexpected restart and software check failure. Customer¿s blood glucose level was 148 mg/dl. Troubleshooting on the alarms were performed and it was found that the pump alarmed  unexpected restart after they replaced the battery on the device. Customer also indicated that the pump rebooted by itself. The alarm history showed several alarms on the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.